Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short from a power node to the case ground at the analog chip. The failure of this device is attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well post revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident in (B)(6) 2020, and hit the left side of the head. The recipient was taken to the ER and it was revealed that the recipient suffered a concussion. The recipient initially presented with pain and swelling at the implant site but these issues have resolved. The recipient ceased device use for several months and started experiencing loss of lock once device use was attempted. Testing of the recipient's device revealed abnormal results. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient does not want to be explanted at this time. It is believed that the recipient experienced a failure-in-situ.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will remain a non-user. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.